Event description:
On (B)(6) 2012, pt reported the insertion assist device was shooting out the infusion set when she did not want it to. Pt stated the issue first occurred about 2 weeks ago and has been happening intermittently since then. Pt reported she will unlock the locking mechanism and attempt to fire the infusion set and it does not work. Pt stated she will then move the insertion assist device and it will fire when she was not intending it to. Pt reported this occurred several times. Pt reported the issue occurred one time and fired the infusion set into her hand; was able to self-treat by pulling out the infusion set and no outside assistance was necessary. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged insertion assist device and infusion set for eval.